Event description:
The customer reported that the system failed to re-boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the connection between the circuit breaker and power supply and found the connection loose. The fse repaired the cb1 circuit breaker connection. The fse also changed the tap setting of the transformer to less than 103.9v. The system was tested and found to be working as intended and returned to service.